Event description:
The patient underwent the coil embolization of a right carotid terminus aneurysm during which six coils were successfully implanted. Post procedure, the patient suffered an embolus in the right middle cerebral artery territory and was given medication, type and dose were not disclosed. The event was considered resolved two days later with no residual effect. The physician related the embolus to the index procedure, the aneurysm and the coils. Four days post index procedure, the patient suffered a transient ischemic attack (tia) that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. Six days post index procedure the patient suffered another tia that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. The physician relates the tias to the index procedure and the coils. No other information was provided.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack and embolus are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the coil embolization of a right carotid terminus aneurysm during which six coils were successfully implanted. Post procedure the patient suffered an embolus in the right middle cerebral artery territory and was given medication, type and dose were not disclosed. The event was considered resolved two days later with no residual effect. The physician related the embolus to the index procedure, the aneurysm and the coils. Four days post index procedure the patient suffered a transient ischemic attack (tia) that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. Six days post index procedure the patient suffered another tia that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. The physician relates the tias to the index procedure and the coils. No other information was provided.